Manufacturer narrative:
The lal+ was cut into fragments during explantation and the fragments were returned to rxsight. The returned fragments were inspected by rxsight. Due to the condition in which the lens was received, zone formation could not be confirmed. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A bilaterally implanted patient's light adjustable lens+ (lal+, sn (B)(6), +23.5d) was implanted in the left eye on (B)(6) 2023. The patient underwent one light adjustment and did not complete remaining light treatments. The patient self-reported not following the requirements for wearing rxsight uv spectacles during the post-operative period. The lal+ was explanted on (B)(6) 2024, approximately 9 months after the implant surgery, due to blurry vision. An intraocular lens from a different manufacturer was implanted as a replacement.